Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4 h6: the product was returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. The visual inspection confirms that the flex shaft is bent at the tips, which aligns with the reported damage in the event. Additionally, since the device was found in the packaging room, a potential cause could be related to transportation or storage. However, due to the lack of further information, it is not possible to confirm or determine a root cause at this time. A dimensional inspection was not performed due to the post-manufacturing damage. With the available information, it is not possible to establish a root cause for the failure of the device. The overall complaint was confirmed as the observed condition of the flex-shaft ø7 long would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review (DHR): part # 352.044, lot # 8242966, manufacturing site: werk bettlach, release to warehouse date:11 jan 2013, expiration date: n/a, supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the item was found to be damaged in the packing room postoperatively. No further information was provided. Upon inspection of the returned product, the item was noted to be bent.